Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "capsular contracture baker grade ii, suspected rupture, change shape/size/style, ptosis". This record is for the right side. The device was explanted and replaced.